Event description:
The pt received the scs system on (B)(6) 2010. It was reported that the amplitude is stopping at perception on all programs. Stimulation was restored with reprogramming; however, invalid contacts were identified. The pt also reported pain in the left forearm and hand. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.